Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which at times led to inappropriate anti-tachycardia pacing (atp) as well as decreasing impedances. The patient stated they felt a zinging sensation in their arm at times. The patient also experienced appropriate atp. The physician elected to surgically abandon and replace the lead to ensure critical therapy remained available as they suspected the lead insulation was breached. To date, no additional adverse patient effects have been reported.